Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps shutting off and the screen keeps going blank. The customer also reported that the battery is draining and the device keeps alarming battery out limit. The customer reported that they noticed the screen of their insulin pump was blank when they wanted to deliver a bolus. The customer's blood glucose was 248 mg/dl at the time of the phone call. Troubleshooting was performed. The customer stated that they inserted a new battery and the device turned on. However, the customer stated that they do not feel comfortable with the battery cap and they want the insulin pump replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, low battery alarm due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window and corroded battery tube.